Event description:
A report was received that the patient had disrupted the pocket site and it had broken open. The physician explanted the ipg and lead extensions and placed the patient on IV antibiotics. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-3138-55, (B)(4), description:scs phiii ext 55cm, model#:sc-3138-35, (B)(4), description:scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.